Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, it was reported that the patient experienced a skin reaction back in (B)(6) 2023, which occurred the day the sensor had been inserted in the abdomen. The patient developed itching, inflammation, pimples, blisters, drainage, and a scar under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. No treatment information details were provided. The patient reported the event using a web-self-service form and did not respond to repeated attempts to obtain clarification if this is a true scar. No additional event or patient information is available.